Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had not reported or reset the pump for this malfunction in the past 24 hours. Technical support provided information on resetting the pump and assisted the caller with the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to reach out if the issue appeared again.